Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) data was inaccessible, "graphs/data cannot be displayed" and appeared to be invalid. The ipg remains in use. No patient complications have been reported as a result of this event.